Event description:
It was reported that the hhd would not charge and that the device could not be turned on. Tc also mentioned that the power connection seemed loose. Product return is expected but has not been received.

Event description:
The hhd and software were received on 9/1/2015 due to device not charging. An analysis was performed on the returned handheld. No anomalies associated with the ac adapter were identified during the analysis. During the analysis it was identified that the serial cable was providing power to the handheld intermittently. The cause for the anomaly is associated with an open electrical connection in the power cable portion. As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently. No other anomalies were identified. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software were identified during the flashcard analysis.